Event description:
It was reported that the right ventricular lead was explanted and replaced due to lead dislodgement. The patient condition was unknown.

Event description:
New information received indicates that the lead exhibited noise that was oversensed by the device. The patient was in stable condition.